Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The cra reported that the patient undertook a long coach journey 5 months after a left knee replacement and then presented to a different hospital than the study center with pain and discomfort. The patient was given pain relief. The issue resolved within 8 weeks and no further action was required. Prior to presenting with pain the patient reported during a clinic review that she had a fall a couple of months previously but was mobilising satisfactorily. The surgeon suspected patellar subluxation.

Manufacturer narrative:
An event regarding patellar bone avascular necrosis (avn) involving a triathlon patella was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as no product was returned for evaluation it remains implanted. -medical records received and evaluation: on the first post injury x-ray already signs of avn in the patella were present. From this we may conclude that the avn was principal and that the other problems may have been secondary to this. The development of avn was already in progress at several months post arthroplasty, consistent with the underlying problem present since time of arthroplasty. Conclusion: review of the medical records provided indicated that patellar bone avn was caused by vascular compromise of the patella after total knee arthroplasty contributing to local weakening of the bone rendering the bone more susceptible to acute overload such as probably occurred with a fracture in one of the avn lesions causing acute pain with however spontaneous recovery without current residual symptoms. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The cra reported that the patient undertook a long coach journey 5 months after a left knee replacement and then presented to a different hospital than the study center with pain and discomfort. The patient was given pain relief. The issue resolved within 8 weeks and no further action was required. Prior to presenting with pain the patient reported during a clinic review that she had had a fall a couple of months previously but was mobilising satisfactorily. The surgeon suspected patellar subluxation.